Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the pump was making different noises than the customer was familiar with. Customer's blood glucose was not adversely impacted. Customer continued to use pump for insulin therapy.